Manufacturer narrative:
The indications at this time are that the lead may have migrated a little, thresholds having risen to 2.9 at 1.0. There was no allegation of a device to lead connection issue, however this device had been implanted one month at the time of the allegation of -out-of-range impedance. To date, information suggests that this lv lead remains in service. As new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted and returned following the patient's death. There were no allegations relating to the patient's death.

Event description:
Boston scientific recieved information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous left ventricular (lv) lead did exhibit an intermittent rise in pace impedance to greater than 2000 ohms. At implant, the lead impedance was at 1000 ohms and has gradually risen to out of range. No over sensing was noted but also there had been no presenting electrocardiogram (egm) to look at. The plan was to bring the patient in for troubleshooting.